Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed undersensing of low amplitude p-waves on the pacemaker (pm). No changes or intervention were reported. There were no patient consequences.